Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned for evaluation. However, the customer reported that the b30 error was resolved by removing maj-1430 cable. Based on the results of the investigation, it¿s likely the b30 error was displayed due to misconnection or poor contact. The final root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿instructionsevis exera iii video system center/olympuscv-190 chapter 3 installation and connection prepare the light source and compatible equipment (shown in the ¿system chart¿ on page 101) before each use. Install and connect the equipment according to the procedures described in this chapter and the instruction manuals for ancillary equipment. 3.1 precautions for installation and connection caution turn off all system components before connecting them. Otherwise, equipment damage or malfunction can result. Use appropriate cables only. Otherwise, equipment damage or malfunction can result. Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. The cables should not be sharply bent, pulled, twisted, or crushed. Cable damage can result. Never apply excessive force to connectors. This could damage the connectors. Use the light source only under the conditions described in, ¿transportation, storage, and operating environments¿ on page 105 and, ¿specifications¿ on page 105 in the appendix. Improper performance, compromised safety and/or equipment damage may result. 3.6 connection of the video system center(reference)¿. Olympus will continue to monitor field performance for this device.

Event description:
An olympus sales representative reported on behalf of a customer, the evis exera iii xenon light source gave a b30 error code when gif-h190 evis exera iii hdtv gastroscope is plugged in. The customer confirmed the videoscope cable evis exera ii was plugged into the front of the evis exera iii xenon light source. The issue occurred during preparation for use of an unknown procedure. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer confirmed a maj-1430 videoscope cable evis exera ii was plugged into front of the cv-190 evis exera iii xenon light source. An olympus tech instructed the customer to remove maj-1430 cable to possibly resolve the issue. The customer informed olympus that the issue was resolved, and the problem was identified while preparing for the procedure, there was no patient involved and the issue was fixed before the procedure started. A supplemental report will be submitted if any additional information is provided by the user facility.